Event description:
A surgeon reported a pt experiencing double vision following bilateral intraocular lens (iol) implant surgery. The pt only experiences diplopia when she closes the fellow eye which was implanted with a different model iol. No further info is anticipated.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No further info is anticipated. (B) (4). (B) (4). (B) (4).